Event description:
This is a case report received on (B)(6) 2009 by baxter (B)(4) from the customer. It was reported that on (B)(6) 2009, an issue was with a minicap transfer set ((B)(4)). After connecting the minicap, iodine was sucked in the tube of transfer set. This was recognized during circulation. There was no patient injury reported. Patient was not hospitalized.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on dark blue connector attached and cap on patient connector (no titanium adapter returned) into the lab in reference to leak. Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torking. The reported condition was confirmed in the lab for leak due to broken occluder feet. The root cause was undetermined.